Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained articles has shown that one jag at the tip is broken off. The visual inspection has shown a lot of use traces at the surface. The coupling is strongly damaged. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surface is homogenous which indicates material conformity to the specifications as well. Further investigation has shown that the instruments were manufactured in may and september 2009 according to the specification. Based on these findings it is likely that the reamer came in contact with a metallic part and caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broken piece was lost.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation the spare reamer tube broke and was lost. The tools have locked together and cannot be disassembled. This report is 1 of 1 complaint (B)(4).